Event description:
Excessive resistance loading the coil into the microcatheter. A prowler 14 microcatheter (mc) was used. The delivery system was inspected prior to use and was free of kink/compression. Continuous flush was maintained within the mc. Th mc was free of kink/compression prior to use. The vessel was very tortuous. This was the 8th coil, which was removed from the mc without difficulty and another 3.5 x 9 orbit was inserted into the same mc to complete the procedure. Upon reviewing the analysis report the coil was stretched. With follow-up investigation, it cannot be determined when the coil stretched. This will be reported as malfunction.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13258462 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The embolic coil still attached to the gripper; it had stretched sections. The gripper and the introducer did not show any damages. The support coil was inspected and one dent was found on it; also the support coil had a peeled (uplifted) section. The hypotube was kinked. Od of the orbit coil was found within specification. Due to the condition of the product, functional testing for the reported resistance/friction could not be performed. Based on the reported procedural information and the analysis of the returned product, no definitive conclusion can be made regarding the reported resistance encountered when inserting the trufill dcs orbit system into the mc. Prior to and after the event other similar devices were inserted through the same mc without difficulty; therefore, the mc is not implicated. It is not known when in relationship to the event, the damage to the support coil that was noted on the returned product occurred. It was reported that with pre-use inspection, no damages were found on the device. Based on the way that the damaged area is peeled back, uplifted, it is likely that it occurred with forward movement of the device. It was reported that the device was not inspected after removal and therefore, it is not known if the coil stretched during use or if it is a result of post-procedural handling/packaging for return. The exact cause of the reported event and the damages found on the returned product cannot be conclusively determined; however based on the device history review, inspections in place to prevent damaged product from leaving the facility, and the report that no damages were found with pre-use inspection, it does not appear to be manufacturing related.